Event description:
It was reported that a user experienced loss of dexcom g7 glucose readings to the ilet, characterized as signal loss to the pump, and readings resumed during troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary interruption of cgm data to the ilet. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the cgm-to-pump communication resumed and no alerts or alarms were present once readings returned. It was concluded that the event was due to transient signal loss between the cgm and the ilet without patient harm.